Manufacturer narrative:
It was confirmed that the stylus and cursor did not align on the programmer's display screen. It was also found that the programmer was missing a hinge plate screw. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer's stylus calibration could not be fixed. The stylus has been replaced and attempts have been made to recalibrate without success. The programmer has been returned to service. There was no patient involvement.